Event description:
It was reported that when trying to remove 195 mm restoration modular stem, the mcreynolds adapter broke off at the base of the threads.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.